Event description:
It was reported that the patient presented to the emergency room experiencing intractable nausea. Hemothorax with blood drained from the thoracic cavity was also noted. An echocardiogram showed atrial lead perforation. A medium sternotomy was used to repair the perforation. No adverse consequences occurred to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.